Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received an insulin flow blocked alarm. The customer¿s blood glucose level was 131 mg/dl. Troubleshooting was performed and insulin exited without incident. The customer stated that the event was resolved by changing the complete infusion and reservoir set. The product will be returned for analysis.